Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted; concurrent procedure-biopsy of left vulvar lesion.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and boston scientific advantage fit was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair, cystoscopy due to sui, cystocele. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, and rashes. It was reported that patient underwent mesh revision and removal due to sling erosion and exposure of implanted mesh sling into vagina on (B)(6) 2012. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.